Manufacturer narrative:
Device technical analysis upon receipt at boston scientific's post market laboratory, potential adhesive in the flush tubing was observed, but the reported residue was not seen. A guidewire was attempted to be inserted through the catheter. The catheter was deployed to basket and flower configurations successfully. Subsequently, flushing was tested in all positions, and no abnormalities were found. Under microscope and with an ultraviolet (uv) light, adhesive inside the flush port was observed, however, this adhesive does not affect the operation of the catheter. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the farawave device confirmed that the events of irrigation difficulty and foreign material are events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. No problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure using a farawave catheter, the physician found that irrigation through the catheter tubing could not be performed. An attempt was made to pass a guidewire through the channel; however, a foreign body (possibly a small fragment or a deformation of the channel) was encountered inside the lumen and it was not possible to restore functionality. The catheter was replaced and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure using a farawave catheter, the physician found that irrigation through the catheter tubing could not be performed. An attempt was made to pass a guidewire through the channel; however, a foreign body (possibly a small fragment or a deformation of the channel) was encountered inside the lumen, and it was not possible to restore functionality. The catheter was replaced and the procedure was successfully completed. No patient complications were reported. The device is expected to return for laboratory analysis.